Event description:
Pt with invasive bladder cancer admitted with gross hematuria requiring continuous bladder irrigations. Underwent turbt and fulguration, perineal urethrostomy and evacuation of bladder clots. On removal of resectoscope, the distal end and insulating portion broke off and was seen in the bladder. This piece was removed with a catheter. No active bleeding was noted on final inspection. The pt remains in the hosp for his underlying condition (continued hematuria).